Event description:
Edwards received information through its implant patient registry that a 19mm aortic pericardial valve, implanted approximately four (4) years and one (1) month, was explanted and replaced with a 3000 23mm due to unknown reasons.

Manufacturer narrative:
Despite several calls and faxes to the surgeon, hospital medical records and surgical pathology, it is unknown at this time if the device is available for return and evaluation. No information has been provided regarding the reason for explant. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. Investigation is on-going. If information is received, a supplemental report will be submitted.